Event description:
Permobil ab received report where it was claimed when using the e3 tic watch, on occasion when attempting to stop the smartdrive device via a tapping motion, the unit continued to run forcing the end-user to utilize a switch control button to stop. No injuries occurred as a result.

Manufacturer narrative:
Permobil ab received report claiming the end-user having multiple instances where the e3 tic watch would not register a command to disengage the samrt drive motor when given tapping gestures. Reports claim when this occurs, the end-user must use the wired switch buttons to disengage. Reports claimed the user tried a different wearable (unknown as to type) and had the same issue of not registering the tap gestures. The end-user reportedly returned the smartdrive to the vendor, but no reports were submitted to permobil until 4mo later. The suspect e3 was reported to have been discarded rendering permobil unable to confirm complaint as alleged. If any new information is received, a follow-up report will be submitted. The DHR was reviewed, and the device was found to have met specification prior to distribution.